Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During procedure, two venaseal occluding devices were implanted in 40cm of great saphenous vein (gsv). IFU was followed. There were no abnormalities reported, procedure was completed and vein closed. Approximately two months post procedure, patient got the covid vaccination. Three days post vaccination, patient experienced redness, swelling and overheating. The treatment route was inconspicuous until a covid-19 vaccination. Currently, patient is in a stable condition, no more fever, inflammation parameters in the laboratory are falling, but the redness, overheating and edema are still present. Infection was present. Patient was treated with antibiotic. Patient status is no fever, inflammation parameters decreasing, redness and edema still present. No further patient injury.